Manufacturer narrative:
This report is submitted on july 4, 2022.

Event description:
It was reported that the device was explanted due to unspecified medical reasons (specific date not reported). The patient was reimplanted with another cochlear device on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on september 22, 2022.